Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime/ compromised force sensor system test due to faulty force sensor resistor. Motor passed motor test. Device had scratched display window, broken belt clip slot, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a motor error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.